Manufacturer narrative:
This is the final report, disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. This event has been deemed a duplicate and was reported under 3006556115-2023-01004. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced deceased performance. Revision surgery is scheduled. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.